Event description:
Reporter alleged blood glucose measured 222 mg/dl on one particular vial of test strips compare back to back with a result of 85 mg/dl when testing was performed on a different vial of test strips 10 minutes apart. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.